Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information the patient reported that the alleged issue with the subject meter powering off during use began on an unspecified day of (B)(6) 2011. She stated that she tests her glucose 4x/day and manages her diabetes with metformin and 70/30 insulin and due to the alleged issue she continued taking her usual dose of medication even though she could not test with the meter at all. The patient claimed on the "afternoon" of (B)(6) 2011, she felt "sick, sweaty, weak and tired" and called her daughter for help. She reported that her daughter came over and tested her with her own meter and obtained a glucose result of over "400 mg/dl" and immediately took her to the emergency room (ER). The patient informed this mss that at the ER, her glucose was tested with an ER meter they obtained a glucose result of over "600 mg/dl" and treated her with insulin. She stated that she was admitted to the hospital and discharged after 6 days of monitoring and resolving her hyperglycemic condition. During the initial call with customer service, the agent noted that the batteries were not due for replacement and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed symptoms suggestive of hyperglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.